Event description:
Arthroscopy on left knee. Tourniquet applied to left thigh at 10:44a. Procedure done and tourniquet taken off at 12:00p. Total time 1hr 15min. Pt's foot noted to still be pale by physician, left calf noted to be hard as rock. No palable pedal or popliteal pulses. Decision to do fasciotomy for compartment syndrome. During reduction of compartment, pulses started to return to lower leg and foot. Incision closed and dressed.